Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller states her colleague was at the patients implant case and at that time colleague paired the wr and recharger app and 'updated the security credentials'. The caller states that yesterday the patients wr displayed orange light (not blinking) and the rep worked with patient to try to reset the recharger and then tried re-pairing the recharger and handset and the caller states it did not resolve. Agent advised it would likely be best to have patient call in to pats to troubleshoot as this orange light is indicative of the products needing to be paired based on the caller's description of the issue; the caller pressed to replace the product rather than introduce any further troubleshooting. Caller did not have sn of the product during call, will email with information. Info from rpl showed unable to pair. No symptoms were reported.